Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image produced by the imaging acquisition system (ias) had a large halo and cylindrical artifact obstructing the lower half of the images (image artifact). This was initially reported in another case but was closed as resolved after calibrations were completed and the artifacts went away, but they were still present. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,performed 2d dry images in standard and boost with no image artifacts present. Performed 2d shots with torso phantom and also no artifacts. Performed several 3d shots in standard and hd with and without torso phantom with no artifact present. Performed 3d shots with large gel pillows and also no artifacts present. This artifact cannot be duplicated at this time. Performed system checkout and returned to service.also representative called to let me know they used it in a unscheduled case and no artifact was present. Codes:b01,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.